Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm on (B)(6) 2025 was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2025 at 20:41:32 and did not resolve by 10:14:55 on (B)(6) 2025. At the time of the backup battery fault alarms, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. Initially, the backup battery was replaced with a new backup battery at 9:54:01, but the backup battery fault alarm triggered again one second later. The system controller was exchanged on (B)(6) 2025 at 10:14:02 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the reviewed log files. No other notable events were observed in the log files reviewed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Provided information indicates the backup battery fault resolves with the exchange of the system controller. Additionally, the new system controller was connected to the original backup battery, and no alarms were produced. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 20jun2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a fourth emergency backup battery (ebb) on (B)(6) 2025. Changing the ebb twice and disconnecting and reconnecting 5 times but the alarm did not resolve. The ebb in the system controller was replaced with new ebb, but the alarm did not resolve. The system controller was exchanged to a new controller, using previous ebb. There were no issues with the new system controller, and it appeared that the ebb fault alarm resolved. A self-test was performed, with no further issues. Log file analysis captured ebb faults beginning on (B)(6) 2025 due to the ebb failing the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.